Event description:
It was reported that the pulse generator exhibited an impedance measurement anomaly. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal device characteristics